Event description:
A patient's husband reported that his wife is implanted with the vns. He reported that he feels that the device has been ineffective for his wife, and in fact, his wife's seizures have worsened with the device, and she has more now than she did before she was implanted. His main concern was with the magnet, and he said that it is difficult for a caregiver to know if the magnet is making a connection with the generator, especially since it has not been effective in stopping her seizures. He suggested that there be some kind of indication that the "connection" is being made with the magnet and generator, such as a led light, so that the caregiver knows that the patient is receiving magnet stimulation. Thus far no further information has been attained.

Event description:
Additional information was received from the treating physician. She indicated that the patient's seizure control has not decreased after being implanted with vns and that therapy has been efficacious. There were no noted changes in the patient's medication s, or programmed settings and there were no changes in other external factors which may have contributed to the husbands statements. Overall it was noted that the patient's seizures have decreased since implant. No further information was provided.